Event description:
It was reported that during pre-dilatation in the mid left anterior descending artery, a 2.50x15 trek rx dilatation catheter was advanced to the target site and an attempt was made to inflate the balloon; however, the balloon would not inflate. The catheter was removed from the anatomy and another trek dilatation catheter was advanced and used successfully. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.